Event description:
It was reported that the rn was "aware of an earlier recall" & wanted to know if there were new issues related to an insertion problem from "yesterday." Rn stated they had attempted an insertion in the cath lab yesterday & iab was stuck in sheath. It did not appear to be unwrapped & they "attempted negative pressure with no change." They had to remove sheath & iab as one unit. A second insertion was done without incidence. Additional information received on 10/27/09 stated clinical support specialist (css) explained that the recall involved the connector, not the catheter. The css asked the rn if they kept the catheter & she said yes, it is in her office. The css requested that the rn call back when she had the serial number.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.